Event description:
During patient treatment, operators of the 3100 a reported the mean airway pressure reading and piston centering display were drafting. The patient was placed on another 3100a without compromise.